Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6)2025. On (B)(6) 2025, the pediatric patient experienced dizziness and had a high heart rate. The cgm was reading 8.0 mmol/l and the blood glucose reading was 23.0 mmol/l. The patient was brought to the hospital by her foster mother. The patient was at the hospital all weekend and was monitored to bring the blood glucose reading down. There was no treatment provided while in the hospital. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.